Event description:
It was reported that during a revision surgery a new generator and lead were implanted and when system diagnostics were performed on the new devices outside the pocket it showed high lead impedance. The surgeon tried irrigating the nerve as well as reconnecting the generator, and confirmed the lead was correctly on the nerve, neither resolved the problem. The surgeon then connected the generator to the test resistor and there was no lead impedance when a system diagnostics was performed. The surgeon then changed out this lead with another new lead. When a system diagnostic was now performed the lead impedance issue was resolved. The lead is not available for return or analysis. The design history record was reviewed for the lead and showed that the lead passed all specifications prior to distribution into the field. No additional relevant information has been received to date.